Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced device intermittently did not recognize an open door during testing. The cause was identified to be the out of specification link screws, the link screws were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device intermittently did not recognize an open door. No additional information is available.